Event description:
In 1999, the device was placed for drainage of ascites. In 2000, device was functioning as intended. However, a few days later, it was noted under fluoro that the distal tip of the catheter had separated. The separated segment was retrieved by a snare with difficulty.